Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing significant pain at the implantable pulse generator (ipg) site. The patient presented to the emergency room (ER) and received an injection, which provided temporary pain relief. It was also noted that the pain subsided when stimulation was turn off but returned when stimulation was turned on. The patient was advised on appropriate stimulation settings. Following the adjustment of the stimulation therapy settings, the patient reported improvement in symptoms. No further follow up was deemed necessary.